Manufacturer narrative:
The product is not available for evaluation and testing. Add'l info to be submitted 30 days upon receipt.

Event description:
In april 2007, the pt had an abdominal x-ray taken and this showed that a strut of the filter was fractured. There has been no intervention to treat the filter. The pt is a female. The filter was inserted when the pt was diagnosed with a deep vein thrombosis (dvt) in the left leg from the common femoral veins down to the popliteal veins. The vena cava filter was inserted in 2004. The filter was placed below the level of the renal vein over the body of the l2 vertebrae. The filter was opened completely and there was no dislodgement of the filter. There was no thrombus present when the filter was placed. A post-filter placement venacavagram was performed and no clot was seen in the ivc and flow was free. There was no reported injury to the pt.